Event description:
The facility reported an infusion pump for service. During service the baxter technician reported that the batteries were dead. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.